Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. After fixation but before releasing, the lp became dislodged from the tissue. There was difficulty redocking the lp, but ultimately successful. The lp was explanted from the patient and attempted to be loaded onto a new delivery catheter. The new tethers would not easily go into the original lp, so a new lp was opened and implanted. The procedure completed without further issue. The patient was stable.